Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with multiple shocks for an atrial arrhythmia. Therapy was exhausted and did not convert the patient. Boston scientific technical services (t's) discussed programming optimization was discussed. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.